Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone all that his blood glucose was running high a couple of times in the past 2 weeks. Customer stated that his blood glucose was in the 600's mg/dl yesterday. Customer stated that his blood glucose was high for about a day and a half. Customer stated that he kept bolusing but it wasn't coming down. Customer's blood glucose was 462 mg/dl. Customer stated that he changed the set and gave a bolus with the insulin pump. Customer stated that he has a back-up plan. Troubleshooting was performed but the customer did not have a tubing clamp. Customer will be sent a tubing clamp and will call back to continue troubleshooting. Customer changed his site yesterday after he got the low reservoir alarm. Customer called back after receiving a tubing clamp and the pump did not alarm no delivery the first time. The pump alarmed no delivery during the second test at 4.1 units. Customer was advised that the pump was working as designed. Customer's blood glucose was 140 mg/dl.